Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, vaginal swelling, mood swings, sleep excessive, back pain, depression, anemia, gestational diabetes, impacted wisdom tooth, knee pain, anxiety, ectopic pregnancy, multigravida and parity 3. Current weight 174 lbs. Previously administered products included for an unreported indication: lorazepam and imipramine. Concurrent conditions included urinary incontinence, cervicitis and uterine bleeding. Concomitant products included colecalciferol (vitamin d3), ethinylestradiol;etonogestrel (nuvaring), lorazepam (ativan), magnesium, minerals nos;vitamins nos (prenatal vitamins), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and tocopherol (vitamin e). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraine,migraines /headaches"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and hot flush ("hormonal changes/ hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary") and breast tenderness ("tender breasts"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, hot flush, migraine, weight increased, bladder disorder, urinary tract disorder and breast tenderness had resolved and the genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, bladder disorder, breast tenderness, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hot flush, hypersensitivity, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, general abnormal bleeding, allergy, migraine, weight gain, hormonal changes current weight 174 lbs. Discrepancy noted in hsg date diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; in (B)(6) 2018: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, migraines. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy: other"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraine,"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage, hypersensitivity, hormone level abnormal, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: she did not received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, general abnormal bleeding, allergy, migraine, weight gain, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events bladder/urinary problems added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, vaginal swelling, mood swings, sleep excessive, back pain, depression, anemia, gestational diabetes, impacted wisdom tooth, knee pain, anxiety, ectopic pregnancy, multigravida and parity 3. Current weight 174 lbs. Previously administered products included for an unreported indication: lorazepam and imipramine. Concurrent conditions included urinary incontinence. Concomitant products included ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol;ferrous sulfate;manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal), colecalciferol (vitamin d3), ethinylestradiol;etonogestrel (nuvaring), lorazepam (ativan), magnesium, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and tocopherol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine,migraines /headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and hot flush ("hormonal changes/ hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy: other"), dysmenorrhoea ("dysmenorrhea (cramping),"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary") and breast tenderness ("tender breasts"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, bladder disorder, urinary tract disorder, breast tenderness, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, hypersensitivity, hot flush, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, breast tenderness, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, general abnormal bleeding, allergy, migraine, weight gain, hormonal changes current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received: new events breast tenderness, menorrhagia, vaginal bleeding were added. Updated outcome of all events to recovered/resolved. Reporters, patient demographics, lab data, medical history, concomitant condition and drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, vaginal swelling, mood swings, sleep excessive, back pain, depression, anemia, gestational diabetes, impacted wisdom tooth, knee pain, anxiety, ectopic pregnancy, multigravida and parity 3. Current weight 174 lbs. Previously administered products included for an unreported indication: lorazepam and imipramine. Concurrent conditions included urinary incontinence. Concomitant products included colecalciferol (vitamin d3), ethinylestradiol;etonogestrel (nuvaring), lorazepam (ativan), magnesium, minerals nos;vitamins nos, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and tocopherol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraine,migraines /headaches"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and hot flush ("hormonal changes/ hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary") and breast tenderness ("tender breasts"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, hot flush, migraine, weight increased, bladder disorder, urinary tract disorder and breast tenderness had resolved and the genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, bladder disorder, breast tenderness, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, general abnormal bleeding, allergy, migraine, weight gain, hormonal changes current weight 174 lbs. Discrepancy noted in hsg date . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; in (B)(6) 2018: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, migraines . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: reporter information and medical history added. Outcome of events "hot flashes, migraines /headaches, weight gain" was updated as "recovered/ resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, vaginal swelling, mood swings, sleep excessive, back pain, depression, anemia, gestational diabetes, impacted wisdom tooth, knee pain, anxiety, ectopic pregnancy, multigravida and parity 3. Current weight 174 lbs. Previously administered products included for an unreported indication: lorazepam and imipramine. Concurrent conditions included urinary incontinence, cervicitis and uterine bleeding. Concomitant products included colecalciferol (vitamin d3), ethinylestradiol;etonogestrel (nuvaring), lorazepam (ativan), magnesium, minerals nos;vitamins nos (prenatal vitamins), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and tocopherol (vitamin e). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraine,migraines /headaches"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and hot flush ("hormonal changes/ hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary") and breast tenderness ("tender breasts"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, hot flush, migraine, weight increased, bladder disorder, urinary tract disorder and breast tenderness had resolved and the genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, bladder disorder, breast tenderness, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, general abnormal bleeding, allergy, migraine, weight gain, hormonal changes current weight 174 lbs. Discrepancy noted in hsg date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; in (B)(6) 2018: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, migraines. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.